Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to detach from the delivery device and the physician had to break the handle during the procedure. The capsule was still attached to the delivery device when it was removed from the patient. There was no patient or user harm. A lubricant was used to facilitate the placement of the capsule.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the bravo capsule failed to detach from the delivery system during use. The capsule and delivery system were returned for evaluation. One bravo delivery system was returned for analysis. Adhesive was noted on the nose of the delivery device and at the capsule attachment point. The handle had been rotated more than 1/8th of a turn and had broken off. All parts were returned. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: the plunger had been rotated more than 1/8th a turn and was broken. The product analysis noted evidence that the device was not used as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.